Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse trying to start therapy on the arctic sun device but getting alarm 14 (patient temperature 1 probe out of range). Probe was connected to t2 now moved to t1 and started therapy.

Event description:
It was reported that nurse trying to start therapy on the arctic sun device but getting alarm 14 (patient temperature 1 probe out of range). Probe was connected to t2 now moved to t1 and started therapy.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak / thermistor wire too weak". It is unknown whether the device had met relevant specifications. The product was used for treatment purpose. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.